Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) the helium tube accumulated water during the use of iabp, and the poor drainage caused the machine to falsely alarm "leakage of blood". There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.